Event description:
It was reported that the remote monitor was unable to establish telemetry with the implantable pulse generator (ipg). The caller was referred to the clinic to check the implanted device. No further information was available from the clinic. The device remains in use. No patient complications have been reported as a result of this event.